Manufacturer narrative:
Product complaint # (B)(4). Batch # r57g1n. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r92h78. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. An you please clarify, when the "the contour devices' middle line, didn't close the tissue" were there staples missing from the staple line? Or were there staples that were unformed or malformed on the staple line? Were there any patient consequences?

Event description:
It was reported by the hospital that during an unknown procedure, the contour device's middle line, didn't close the tissue.